Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported via a manufacturing representative that there was a surgical observation and surgery was rescheduled with surgeon. The event was related to surgery/anesthesia and resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was lead placement aborted secondary to scar tissue. Interventions included surgical intervention specifically replacement of a previously explanted lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that "lead 2" was explanted and not replaced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The manufacturer's representative (rep) reported during a lead revision the original leads were removed, but the doctor was unable to implant the replacement leads. It was unknown what caused this, but the doctor speculated that over the years scar tissue had built up and created obstructions in the epidural space. It was noted an impedance test was also performed. The case was aborted with the implantable neurostimulator (ins) remaining implanted and the consumer was going to be set up for a paddle lead implant. Refer to manufacturer report #3004209178-2016-05956.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.